Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from a single patient sample that were generated by the access 2 instrument. A patient plasma sample was tested for accu tni and a result of 0.66ng/ml was obtained. The sample was re-tested for accu tni and the repeated result was 0.53ng/ml. The customer indicated that the patient's EKG and other cardiac enzymes were normal. The customer then tested a serum sample for accu tni and obtained a result of 0.04ng/ml. The serum sample was re-tested for accu tni and the results were: 0.04ng/ml and 0.03ng/ml. It is unknown what result was reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to this event. System check performed in 2006, was within specifications. Customer collects samples in bd, non-gel, plastic, lithium heparin tubes. The specimens are centrifuged at 3,150 rpm for 10 minutes. No other assays were in question at the time of the event. A field service engineer (fse) was dispatched to the customer's lab five days later. The fse inspected the instrument and discovered a dried substrate under the substrate pump. The fse replaced the substrate pump, performed decontamination and ran substrate portion of system check which passed. The fse conducted diagnostic and precision testing: results were within specifications. The fse verified that the instrument was operating per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.